Event description:
It was reported that during a procedure, no power was lost and the lights stayed on, but the blade stopped spinning and the unit remained frozen even after disconnecting the hand piece. At one point the unit would not respond to the foot pedal and the lights would not come on. The customer removed the device from the room and then it started to work again. The device was placed back in service and the case was completed with no pt consequence.

Manufacturer narrative:
Date sent to the FDA: 08/01/2007. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.